Event description:
No additional customer information.

Manufacturer narrative:
This supplemental report is being submitted to provide the legal manufacturer¿s final investigation. Additional data: d4-expiration date, d8, h2, h3, h4, h6. Corrected data: d4-lot, d4-UDI # and #1, d6a, d6b, h5. The device was returned to olympus for inspection, and the reportable malfunction was confirmed. The tissue pad in the grasping section was worn away, a part of the tissue pad was peeled away. There was a mark in the non-insulated area of grasping section which came in contact with the probe and was abraded against it. Based on the results of the investigation, the issue is attributed to wear problems, however, a definitive root cause could not be established. It is likely the following led to the malfunction: 1. Seal & cut mode was activated when the grasping section was closed without grasping tissue (this includes after tissue resection). This resulted in wear and peeling off on the tissue pad. 2. The uneven wear of the tissue pad led to the non-insulated area coming into contact with the distal end of the probe. The event can be detected/prevented by following the applicable chapters in the instructions for use which state: ¿ do not activate output in seal & cut mode while the grasping section is closed without contacting tissue or vessel, or ensuring that tissue is transected. Otherwise, a local increase of the temperature due to a friction between the probe tip and the grasping section may result in various forms of damage in the probe tip and/or the tissue pad, such as premature wear, breakage, deformation, and/or falling off inside the body cavity and/or partial separating. When cutting and vessel sealing is performed in seal & cut mode, apply light tension on the tissue so that users can confirm that they are transected. Also, stop activation immediately after tissue is transected. Otherwise, the grasping section, the tissue pad, or the probe tip may break and fall off, and partial separating of the tissue pad may occur due to a local increase of temperature caused by the friction between tissue pad and the probe tip during activation. If any irregularity is observed, take proper remedial actions by referring to chapter 8, ¿troubleshooting¿ in the instruction manual for the ultrasonic generator. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the subject device the tissue pad at the tip peeled off and became unusable. No parts have fallen off. There were no reports of patient harm.